Manufacturer narrative:
Health professional and occupation: unknown. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "while the staff was already out for the day, the unit overheated and the over-temp thermostat did not shut down the unit; no one was injured; the power cord melted". [Sic] no further information has been provided.